Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional aortic graft procedure. Reportedly with two prostyle devices, it was attempted to remove the device post deployment, however, the device got stuck in the patient. The device was removed using excessive force. Upon device removal, the footplate was fully retracted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the aortic graft procedure procedure was completed. The knots of the two pre-placed sutures were successfully advanced to the vessel wall and tightened (worked as intended). However, complete hemostasis was not achieved so manual compression was applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.